Event description:
Patient presented to the physician with swelling, redness, and pain at the chest incision site one week post-implant procedure. An infection was determined, and the physician prescribed antibiotics. Patient returned to the physician for a follow-up appointment where improvement was noted.